Event description:
During a procedure, the physician became aware that the protective sheath cover had slipped from its securing notch, allowing the tip of the poole, handle to become exposed. This potentially could allow the tip, to come into contact with an organ. The physician feels that the organ could be penetrated if the physician was not aware of the exposed tip.